Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that during a cataract surgery with an intraocular lens (iol) implantation, he encountered a straight haptic as he discharged the lens. As the lens was progressed, the surgeon heard or felt a pop and the iol shot out of the injector, causing the capsular bag to rupture. A vitrectomy was performed and the patient was left aphakic. Additional information has been requested.